Event description:
(B)(4). Extreme joint pain. I thought I had broken something in my foot/ankle. The pain started to radiate up my leg. Eventually I was having sharp hip pain, my left leg was going numb and swelling. My breast hurt all the time, all the time. My hair has fallen out to the point that I have bald spots. I have headaches that have gotten so bad and lasted for so long I've gone to the emergency room. I have a frequent metal taste in my mouth. My teeth have broken and decayed rapidly ( l am at the dentists every six months and always have been). I have arm numbness and tingling. Extreme bleeding with my periods and now fibroid tumors. Lots of bloating, heart burn and discomfort.